Manufacturer narrative:
Exact date unknown, event occurred a year ago. Explant date: 2019.

Event description:
It was reported that the patient was unable to charge ipg due to difficulty coupling with the charger. The patient underwent an ipg explant procedure and will not be returned.